Event description:
Patient had bilateral breast implants placed in our hospital approximately 6 months ago. Earlier this month, this patient presented to our ed with complaints of an infection on the right breast. The patient was started on antibiotics and admitted to the hospital with the plan that the implant may need to be removed. Two days after admission, the patient's nurse noted that the patient's implant had deflated and there was leaking from a non-intact scabbed on the patient's breast. The original surgery's operative report describes the affected implant in the following manner: "implant used for the right side: mentor memory shape breast implant with a volume of 255 ml. This is a low high moderate plus profile implant. Reference number: 334-11157. Lot number: 6922545."